Event description:
The reporter stated that the screw was being inserted into the first metatarsal during a bunion correction procedure. The screw broke into two pieces and was removed from the bone. The hole had been predrilled in the bone. The hospital retained the broken device and it is not available for evaluation by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.